Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk, detached end cap and missing end cap sticker. Missing address/serial number label, scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the dome label sticker was detached. It was stated that the drive support cap was sticking out, and the customer does not know how it happened. No further information was provided.